Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the surgeon had patient's head pinned in the a1059 mayfield modified skull clamp. The components were locked and then the clamp/rocker arm moved. Incident date was unknown. There was no patient injury or delay in surgery noted. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The device exceeded it's expected life of seven years. Complaint was confirmed via inspection of item. Unit cleaned per protocol. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The lock has rotational and lateral movement and a residue buildup is present. Unit was recently repaired and will be repaired at no charge. Unit as received exhibited movement in lock and residue buildup. Root cause of complaint event is unknown.

Event description:
N/a.